Event description:
One device reported as having alleged false positive result. The user retested with pcr test with negative result for confirmation.

Event description:
One device reported as having alleged false positive result. The user retested with pcr test with negative result for confirmation.

Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a112507224m2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer, nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of january 23, 2023. DHR review kit lot# k08a112507224m2: sample vial lot DHR review: 2205055 (associated internal lot # 220008-2n). Test lot dhrs review: 2203335 (associated internal lot # 220008-1n). Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Based on the limited information available, root cause cannot be determined. With any potential false positive result, there are several potential root causes: low viral load in patient sample that is below the lod of the lucira and reference test. At viral loads close to lod a test detects a positive >95% of the time. When the viral load is below lod, the follow-up test cannot pick up positive reliably and can generate the impression of a false positive result. Low viral loads can also result in sampling variability between samples. Environmental contamination from other positives being tested in that environment or due to improper collection or handling of the specimen. Device malfunction - please note our devices are extensively inspected and tested through a robust lot release process and this scenario is highly unlikely. Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.